Event description:
A customer claimed that the temperature measurement taken by the device was inaccurate . Additional narrative: the device has been requested from the consumer and will be sent to the manufacturer for investigation and analysis. These devices are designed according to relevant safety standards and passed all compliance tests.